Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and over 600 mg/dl. The customer had no symptoms and did not treat for the high blood glucose levels. The customer reported sensor anomalies of bent cannula and sensor glucose verses blood glucose. The customer reported having an infusion set bent cannula. The customer did troubleshoot the issue. The infusion set will not be returned for analysis.